Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged 30 min.

Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
Submission of this complaint is not required since the product is not sold in the USA.